Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device powered off unexpectedly, then began to reboot by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it powering off by itself and then rebooting was confirmed. Ventec opened the device in order to perform a visual inspection and observed that its power bracket mount was physically damaged (broken/bent). Ventec replaced the power bracket to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the power bracket mount was physically damage. The cause of the damage to the power bracket mount could not be conclusively determined.